Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, into an existing surgical valve, a decision was made to perform a post-implant balloon aortic valvuloplasty (bav) with a 20 mm non-medtronic balloon in an attempt to crack the surgical valve ring to get a larger effective orifice area (eoa). It was reported that the balloon kept squeezing out of position and into the ascending aorta. During a third bav attempt, the valve moved into the ascending aorta with the balloon and the valve was left implanted. A second valve was successfully implanted valve-in-valve into the surgical valve. No adverse patient effects were reported.